Event description:
The patient was revised because of osteolysis, wear and loosening.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although the investigation could not determine the root cause of the reported wear, it would not be unreasonable to expect some wear after approximately 8 years of implantation. Information in the initial report indicates the patient may have been hypersensitive to the polyethylene debris, which could have attributed to the loosening. The need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or add'l information that changes this conclusion be received, the investigation will be reopened.